Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Main investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered an mca stroke post-operatively. Type of stroke was noted to be embolic. The patient experienced expressive aphasia at the time of the event (post-operatively). The plan was to continue to monitor the patient for future developments and/ or improvements. It was unknown if there were changes to patient condition of anticoagulation status that may have contributed. A computed tomography (CT) scan was utilized for diagnosis.